Event description:
It was reported that there was insulin in the reservoir chamber of the insulin pump. The customer stated that after a failed prime, she removed the reservoir and discovered the insulin inside the reservoir compartment and dripping from the reservoir. The customer also stated that she changed her infusion set and then to her back up insulin pump afterwards. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed. See scanned page.